Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s rhodotorula mucilaginosa peritonitis. However, there is no objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Based on the available information, the exact cause of the patient¿s rhodotorula mucilaginosa peritonitis cannot be determined. However, rhodotorula mucilaginosa have been isolated in human cultures of skin, nails, and respiratory, gastrointestinal, and urinary tracts and generally believed to live on these parts of the body. The nurse reported the patient is suspected to be a yeast carrier; therefore, there is a possible association between a breach in aseptic technique and the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) had a fungal infection in the pd catheter (not a fresenius product) tubing and underwent pd catheter removal. Upon follow-up, the pd nurse reported the patient has a prior history of bacterial peritonitis x2 (in (B)(6) 2017 and (B)(6) 2017) and yeast peritonitis (in (B)(6) 2018) prior to using fresenius pd products at a previous pd clinic. Per the nurse, the patient started pd therapy (using fresenius products) in the current pd clinic in (B)(6) 2018. Reportedly, the patient did not have any prior peritonitis events while using fresenius products. The patient presented to the outpatient pd clinic with reports of diarrhea and fibrin in the pd effluent. Per the nurse a pd culture was obtained (the same day) which yielded an elevated white blood cell count of 191 and growth of yeast organism- rhodotorula mucilaginosa. Reportedly, the patient was treated with vancomycin 2 grams intra-peritoneal (ip) and ciprofloxacin 250 mg twice a day by mouth on an outpatient basis. Additionally, it was reported the patient¿s doctor decided to remove the pd catheter as a precaution. As a result, the patient underwent pd catheter removal and culture. Per the nurse, the pd catheter culture was subsequently negative for yeast or any other organism. It was confirmed the patient did not have a pd catheter infection. Reportedly, the patient has since recovered from the peritonitis event and currently remains on outpatient hemodialysis. The nurse indicated there were no fresenius device or product malfunctions or deficiencies associated with the peritonitis event. Reportedly, the patient is suspected to be a carrier of the yeast organism. Additionally, it was stated the patient admitted to doing pd treatments with his cat in the room. Per the nurse, a breach in aseptic technique was a suspected cause of the peritonitis infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.